Event description:
Lag screw cut through cervical neck; removed troch nail and converted to a bi-polar hip.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the information provided, as the part and lot number required to review the device history records was not provided. Although the complaint is non-verifiable, initial implant placement into the femoral head and bone quality are contributing factors. Provided patient information is a female. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.